Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after unlocking the pump intermittently, the pump screen display was a distorted color of grey. Reportedly, the customer was unable to interact with the pump and the graphics and text were blocked when the display issue would occur. The customer's blood glucose was 200 mg/dl. Customer would continue to use the pump for insulin therapy but also confirmed that an alternate method of insulin delivery was available.